Event description:
Reporter alleged obtaining the results of 304 mg/dl, 56 mg/dl and 65 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he was sweating with the first two results and he self-treated by eating candy. Reporter also stated that he took 6 units of humulin r and 6 units of humulin n an hour prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.